Event description:
The sales rep reported on behalf of the customer that a revision was performed due to a fractured exeter stem (neck fracture). He added that the pt underwent the initial implantation on the (B)(6) 2003 for osteoarthritis. He explained that there was no trauma that had lead to the revision and that during the revision the stem was taken out of the femoral canal and cement mantle and a new exeter 40 size 44/3 was used. He added that the surgeon put the new stem into the existing cement mantle. He also added that the surgeon used a ceramic head size 32mm + 4.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.